Event description:
It was reported that a user experienced intermittent communication issues while attempting to view glucose data on a freestyle libre 3 plus sensor, with on-screen alerts indicating pairing failure and dosing stopping soon; after rescanning, the sensor displayed warmup time remaining and subsequently provided readings, consistent with a communication problem potentially involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components and an intermittent communication failure associated with the electrical and magnetic system and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.